Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had sub-sternal pain due to pericarditis. The physician complained that the right ventricular (rv) lead was too stiff and chose to replace both leads. At the same time, the physician decided to implant a smaller non-MRI device. The device and both the rv and the atrial leads were explanted and replaced. No further patient complications have been reported as a result of this event.